Event description:
It ws reported that during the procedure, the protective plastic piece which covers the lens of the microscope was discovered loose in the microscope drape. The lens of the microscope was uncovered facing the patient. No patient injury, infection or complications were reported.